Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol composix mesh. As alleged, the patient is making a claim for an adverse patient outcome against the composix mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information provided by the attorney is limited to a change in device. The corrected device is a bard/davol ventralex mesh. At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol composix mesh. As alleged, the patient is making a claim for an adverse patient outcome against the composix mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum based on additional information provided by patients attorney: the following was alleged by the patient's attorney: (B)(6) 2012: patient underwent surgery for implant of an unspecified bard/davol ventralex the patient is only making a claim for an adverse patient outcome against the ventralex attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿